Event description:
According to the reporter: doctor (B)(6) was using the balloon trocar and was complaining that the grey rubber on the device was falling off. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. There was no tissue damage. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).